Manufacturer narrative:
Product event summary: no product analysis was required/completed at this time due to the nature of the product as absorbent material. The investigation results indicated all finished goods specifications were met. No damages and other observations were able to find.

Event description:
It was reported that the patient indicated pain around the device, and near the lower corner of the device a hard nodule could be felt through the skin. A pocket revision was performed and the anti-bacterial envelope was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.